Event description:
The customer complained about false negative crossmatching on tango. He reported that the crossmatching of a patient with six known antibodies in different runs on the tango instrument yielded in discrepant results. The patient sample and the known antibody samples that had caused false negative crossmatching were sent to us for quality control, but none of the supposedly defective product was returned. The crossmatching samples were retested in our quality control laboratory with our retained sample of anti-human globulin anti-igg solidscreen ii on tango. All six results were positive. But all reactions were only weak positive. The maximum reaction strength was 2+ positive, the minimum reaction strength was +/-. The weakness of the reactions could be an explanation for customer´s results. All antibodies seem to be at the detection limit. And therefore the reactions can be weak positive or negative due to the variation limit of the method. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The tango optimo was most thoroughly inspected with not the slightest indication for an instrument malfunction. A complete qualification (metrology) plus 30 extra repetitions for verification of pipetting volumes was performed with no errors.

Manufacturer narrative:
This is our combined initial and final report on this incident